Event description:
Pt enrolled into the trial. The protege rx stent jumped forward 3.4 mm during deployment. A second stent was deployed proximally in the right carotid artery. No injury to the pt reported.